Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was admitted after what appeared to be vt storm. The patient received inappropriate therapies due to t-wave oversensing. A drop in r-waves was also noted. The lead was capped.